Event description:
It was reported that an anterior cervical discectomy was performed on a patient and approximately 11 years post-op, radiographs identified a screw that had backed out at c7. The cervical plate construct and screw were removed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.